Event description:
It was reported that a nurse heard a baby crying in the nursery and when she turned, she saw a pt on the floor, apparently having fallen through an open porthole. The customer stated that the pt was x-rayed and CT scanned and everything was "normal"; there was no pt injury. At the time of the fall, the pt was attached to lead wires, pulse oximetry and a non-invasive blood pressure cuff, which apparently softened the fall. The biomedical engineer stated that apparently the nurse had left both portholes open on the side of the incubator from which the pt had fallen.